Manufacturer narrative:
Result of investigation: a vyaire service technician was not able to verify and duplicate the reported issue of the customer. The ventilator is running according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the revel ventilator when in volume control it's not delivering accurate volumes but when in pressure control it does deliver accurately. There is no patient involvement in this reported event.

Manufacturer narrative:
H6: 67: no device problem detected. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.